Event description:
It was reported that during the implant procedure, the proximal end of proximal coil deformed during a right sided implant with a safe sheath. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The defibrillator conductor was distorted at the medial section. The lead body under the distorted coil has medical adhesive residue that indicates that the lead was manufactured within specification.